Event description:
Boston scientific crm received information that this implantable defibrillation lead displayed a rise in pace/sense impedance measurements since (B)(6) 2009. During a recent routine visit, the current value is greater than 2000ohms, where it has remained stable for the past week. The shock impedance measurement is stable at 52 ohms. Although higher than implant values, the sensing and threshold values are also stable. The local representative advised a three-month follow-up on this lead, in absence of any performance anomaly. There were no adverse patient effects and the lead was reprogrammed to lengthen the recognition window of the vf zone by two seconds.

Manufacturer narrative:
At this time, this product remains implanted; however, during the follow-up visit, it will be reevaluated. If additional information becomes available, this report will be updated as necessary.